Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that "all channels fail" (this complaint addresses the failure on channel a); this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague infusion pump that "all channels fail" (this complaint addresses the failure on channel a) was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed before release.